Event description:
Approximately 3-4 years prior to this report, the patient was traveling and missed a pump refill. The pump was empty. It was later refilled. The physician told the patient that there would be a lapse before she got the medication, so she had some withdrawal symptoms. The patient¿s husband said that ¿the withdrawal event occurred when she was pregnant, but the patient indicated this was not true¿. It was unclear if the device system was delivering dilaudid or morphine at the time of the event. The patient outcome was not reported and the drug in the pump at the time of the event was unclear. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot # j11017r48, implanted: (B)(6) 2002, product type: catheter. (B)(4).